Manufacturer narrative:
A review of the submitted system controller log files confirmed the reported low speed and pump stoppage events and their associated alarms. Several intermittent low speed and pump stoppage events were captured throughout the log files beginning on (B)(6) 2016. The events appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise. Approximately 10 inches of the original distal end/external portion of the lead was returned for evaluation for evaluation. Continuity testing of the lead in its returned condition found all wires to be electrically intact. The evaluation confirmed some superficial damage to the outer silicone jacket, consistent with what was seen in the submitted photograph of the external portion of the lead. However, visual examination of and high potential testing of the underlying wires found no area of compromised wire insulation. Following the 2nd distal end percutaneous lead replacement, approximately 23 inches of the distal end/external portion of the lead was returned for evaluation. The previous repair site was present on the lead approximately 9-13 inches from the metal connector. Continuity testing of the lead in its returned condition found all wires to be electrically intact. The previous repair site was examined and appeared unremarkable. Visual examination of and high potential testing of the underlying wires found no area of compromised wire insulation. Percutaneous lead wire damage could not be confirmed through the evaluation of the returned distal end/external portions of the lead. Three x-ray images of the internal and external portions of the percutaneous lead (lead) were submitted for review, but they appeared unremarkable. A root cause for the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that another pump stoppage occurred on (B)(6) 2016 following the 2nd percutaneous lead repair. A system controller log file was submitted to the manufacturer's technical services team for review and confirmed the reported event. The system was reportedly connected to the power module via a grounded patient cable at the time of the event. The vad coordinator reported that they were unsure if the patient was a surgical candidate and indicated that the patient may require an ungrounded patient cable for use at home.

Manufacturer narrative:
Approximate age of device: 3 years, 7 months. The replaced portion of the repaired percutaneous lead (or driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that interrogations of the patient's lvad showed elevated flows in association with increased power. The patient experienced low flow, driveline disconnect alarm, and some other alarms that were unable to be specified. Log files were submitted and reviewed by a representative of the manufacturer's technical services team. The data showed multiple low speed hazard alarms and pump stoppages (B)(6) 2016 while the patient was connected to the power module. The speed drops were as low as 0 rpm. These issues only appear to be occurring while the vad is connected to the power module. It was stated that the patient is stable on an ungrounded patient cable. The x-rays shows an area of concern near the percutaneous lead bend relief. On (B)(6) 2016, pump stoppages recurred and a percutaneous lead evaluation and repair was conducted with no alarms observed with a grounded patient cable after the repair. On (B)(6) 2016, a recurrence of the pump stoppage was reported. The patient was on an ungrounded patient cable. Another percutaneous lead evaluation and repair was conducted with no immediate alarms observed while on a grounded patient cable after the repair.